Event description:
A us distributor contact zoll to report that charger/modem sn (B)(4) was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation, the battery charger was resetting. The cause for the inability to charger was isolated to a corrupted u13 cmos flash microcontroller on the bedside board. The root cause for the corrupted component was unable to be positively identified. No adverse event resulted from the contaminated charger/modem.